Event description:
During a conversation with the tm the harvester stated that he does not like the shut off feature on the hemopro 2 because it slowed him down a lot on the setting of three and did not seal two veins very well and as a result had to open the leg in two cases because of bleeding. Product is not returning as it was discarded. Refer to 2242352-2011-01398.

Manufacturer narrative:
Method: since the device is not available to be returned to us, a technical evaluation can not be performed. We will, however, continue to monitor and trend this type of event to ensure that there is no compromise to quality. A lot history record review was completed for the reported product lot number. There were no non conformance issue(s) with this production lot. Internal file number - (B)(4).